Event description:
Fresenius kabi demo pump intermittently alarms pump problem. Did full shut down after first alarm, alarm continued. Changed set and ran for a day, next day ran again and after a few hours had another pump problem alarm. Pump from demo pool, - not for human use, no harm to anyone. Alarm did stop test infusion. Preliminary evaluation of the device logs indicates that this is a pneumatic valve leak failure (valve 4). This stopped an active test infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 4. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.